Event description:
A zoll patient service rep (psr ) called zoll customer support while assisting a (B)(6) male patient to report that the patient's battery charger/ modem was resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation the charger/modem was resetting. The cause for the resets was isolated to corrupted flash memory programming. The root cause for the corrupted programming could not be positively identified. No adverse event resulted from the corrupted programming. The patient received a replacement battery charger/modem.